Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of time of emergency room visit was 500 mg/dl. The customer was admitted to the hospital. The customer is still in the hospital. The customer's nurse was advised to have customer call back for troubleshooting.